Manufacturer narrative:
As reported in a research article, a patient was implanted with a 25mm epic mitral valve due to mitral stenosis; an event of aortic stenosis, pulmonary hypertension, tricuspid regurgitation, and device explant was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "effectiveness of annuloplasty and enlargement by manouguian method", was reviewed. This research article presents a case study on a (B)(6) year-old female who underwent a mitral valve replacement(mvr) and was implanted with a 25mm epic mitral valve 7 years ago due to mitral stenosis(ms). During a follow-up, aortic stenosis(as), pulmonary hypertension (90mmhg) and moderate tricuspid regurgitation(tr) were observed. The patient underwent re-surgery. The epic valve was free from adhesions and a 25mm competitor's valve was implanted in the aortic position and a 31mm epic valve was implanted in the mitral position using the manouguian method. The pressure of the pulmonary artery deceased to 30 mmhg post-operatively. The patient was discharged from the hospital on post-operative day 19 uneventfully. It was considered that because the size of the initially selected mitral valve seemed to be small, the mitral stenosis might have resulted in pulmonary hypertension in the end.